Manufacturer narrative:
Follow-up #1 date of submission 05/05/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. A power loss was not observed. A battery compartment crack was observed below grip pad. Current draws are within specifications. There were two eaw 177 low battery warnings observed in black box. Evidence of partially discharged batteries being installed observed in black box.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.